Event description:
It was reported that a health care provider (hcp) had complaints of pumps expiring earlier than expected. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).